Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8x19 mm graftmaster stent delivery system was inserted; however, it was not specified what the graftmaster was being used to treat. The graftmaster was unable to cross the heavily calcified and heavily tortuous left anterior descending coronary artery. No additional information was provided.